Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose 50 mg/dl. Customer also had 350 mg/dl - 400 mg/dl range of blood glucose reading. Customer stated the sensor keep falling. Current blood glucose reading was 278 mg/dl. Customer did not troubleshoot their low and high blood glucose reading. Insulin pump will not be returning for analysis. The customer was not using auto mode feature during the serious injury.